Event description:
(B)(6) male had abdominal wall reconstruction and a 20 x 30cm xcm biologic tissue matrix was implanted for reinforcement. As of the date of this report, it is not clear whether the abdominal rectus fascia was reapproximated at the midline and closed or whether the biologic mesh was used to bridge a gap between the rectus muscles. On post-operative day 2, it was reported that the biologic mesh tore on one side near the suture line. No info has been provided about the patient's post-operative condition at the time of the reported tear. On post-operative day 11, a revision procedure occurred.

Manufacturer narrative:
Method (other): lot history records reviewed. Photographs taken during revision surgery reviewed. As of the date of this report, the actual explanted device is in transit from overseas. Results: no deviations were found during lot history records review that would be expected to cause or contribute to the adverse event. Photographs taken during revision surgery show tears near or along the suture line. Conclusion: as of the date of this initial MDR, no conclusion can be made regarding the cause of the device tear. If add'l clinical info is provided and/or the product is received in a condition that allows for product eval, a follow-up report will be submitted.